Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. Subsequently, the patient developed an infection at the implant site. The patient was hospitalized overnight for administration of IV antibiotics, however, the issue did not resolve resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 09, 2023.